Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an amia device experienced a max air in line alarm. This occurred during dwell two of three of peritoneal dialysis therapy. The patient was connected at the time of the event. During troubleshooting, it was determined that the red clamp connection (heater line) was a "little wet". Renal therapy services (rts) assisted the patient in removing the cassette. Proper procedures per the user manual were reviewed with the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.